Event description:
The operator of the infant flow system reported that the led displays for continuous positive airway pressure were not registering and the fi02 alarms were not working properly. A pt was being treated at the time but was in the process of being weaned and was not compromised.